Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using supplies for 2-4 days. Customer was informed that pump supplies should be changed every 2-3 days per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no adverse impact to customer's blood glucose.